Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swelling, and pain.

Event description:
Patient reported " swelling, pain, implant rupture, and leakage". Device remains implanted. This record relates to the left side.

Event description:
Patient reported " swelling, pain, implant rupture, and leakage". Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., h.6.